Manufacturer narrative:
On 2/3/2020, mentor became aware that the replacement product was shipped for surgery on 2/6/2020. The estimated time of arrival was provided as 2/4/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/3/2020, device re-evaluation was completed. During the visual evaluation, the device was observed to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent unilateral left-sided replacement with 425cc smooth mentor memorygel breast implant, catalog # 3504254bc, serial # (B)(6) on (B)(6) 2020. After secondary review of the file, it was discovered that block b1: is product problem was not selected. Section b1 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/10/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation, the device was observed to be ruptured. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-may-2020, mentor became aware that the patient experienced left-sided rupture, along with the initially reported capsular contracture. Rupture was discovered upon explantation of the device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 1/31/2020, mentor became aware that as a result of capsular contracture; baker grade iii, the device will be explanted on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant and was presented with breast left side capsular contracture; baker grade iii postoperatively. On 1/31/2020, mentor became aware that as a result of capsular contracture; baker grade iii, the device will be explanted on (B)(6) 2020.